Event description:
It was reported that the customer noticed some female couplers were able to be connected to the mating pin, but some were not. No patient injury was reported.

Manufacturer narrative:
Supplier completed evaluation of returned product. The root cause was found to be the supplied item fault. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. D4 (UDI) and g5 are unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.